Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (10 mg/ml at 2.069 mg/day) via an implantable pump. It was reported that the patient had not received any pain relief since the implant of their pump. There was still 3.1 ml of morphine left in the pump with a refill scheduled for (B)(6) 2025. It was determined that the catheter was not able to be successfully aspirated during a catheter dye study on (B)(6) 2025. They attempted to aspirate 3 times before declaring a failed catheter dye study. They did not bolus the catheter since they were unable to aspirate the catheter. It was unknown if external factors were involved. No interventions were taken and the issue was not resolved. It was unknown if surgical intervention would occur. It was indicated the healthcare provider would have further information on 2025-07-29.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-sep-2023, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.